Event description:
It was reported that a patient (pt) had a connection issue during peritoneal dialysis (pd) therapy which caused peritonitis. The pt had an event in which the titanium adapter disconnected and the pt had to touch the catheter to address the event. The pt stated he attempted to reconnect but was unable to reconnect. The pt clarified there was no leak. At the time of this report, the pt did not remember which products disconnected (further details were not provided). Subsequently, the pt experienced peritonitis manifested by a stomach ache. The pt called their nurse who took samples and pt was given antibiotics (unspecified) for peritonitis. The pt was not hospitalized for the peritonitis. The pt was on antibiotics for two weeks (dates unspecified) and after completing the antibiotics the pt was recovered. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The patient is presently (B)(6). The exact date of the peritonitis was not reported but the patient stated that this event occurred two years ago. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.